Event description:
It was reported that during a mid to distal right coronary artery stenting procedure in a heavily calcified and heavily tortuous lesion, after pre-stent dilatation with a non-abbott balloon, the xience v after multiple attempts failed to cross the lesion. The stent remained intact on the balloon. A non-abbott medium weight wire was placed as a buddy wire and the xience v stent was reinserted, but again, failed to cross the lesion. Upon removal of the stent delivery system, a 30-45mm spiral dissection was noted with some staining. A 2.0 non-abbott balloon was dilated to hold pressure on the artery. The patient was on a nitroglycerin drip and remained hemodynamically stable until after the dissection/perforation was noted. At that time, the blood pressure began to drop and the pt became pale and diaphoretic. The patient was taken to surgery to repair the dissection/perforation. Coronary artery bypass graft x2 was done. The pt tolerated the surgery without any adverse sequela. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). Reinsertion, (B)(4). Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the patient anatomy was heavily tortuous and calcified which likely contributed to the reported failure to advance. It was reported a dissection and perforation was noted after the xience v sds was removed from the patient anatomy. The patient was on a nitroglycerin drip and remained hemodynamically stable until after the dissection/perforation was noted. At that time, the blood pressure began to drop and the patient became pale and diaphoretic. The patient was taken to surgery to repair the dissection/perforation. Dissection and perforation are known adverse events as listed in the xience v instructions for use (IFU). It was reported the xience v sds was re-inserted into the pt anatomy after the first failed attempt to cross the lesion. It should be noted the xience v IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it is unk if the reported re-insertion of the sds contributed to the reported failure to advance or pt effects. A review of the product mfg records did not reveal any non-conforming material records associated with this event.